Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00349.

Event description:
It was reported that the threads on two closure tops became damaged during installation in surgery. They were removed and replaced with alternative closure tops without reported patient impacts. This is report two of two for this event.